Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced muscle stimulation. The left ventricular lead exhibited higher than acceptable thresholds. The physician suspected lead dislodgement. The lead was repositioned on (B)(6) 2018. The patient was stable before during and after repositioning of the lead.

Event description:
New information received noted that the patient continued to experience diaphragmatic stimulation. On (B)(6) 2018, the left ventricular lead was revised. The physician was unable to find a pacing vector that did not produce stimulation. The lead was then removed and replaced successfully.